Event description:
According to the reporter during a laparoscopic radical gastrectomy procedure, while anastomosing the gastrointestinal tract, three consecutive purse-string sutures were passed through the tubular stapler and the connection between the needle and thread broke. A new package of suture was unpacked and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot#:d4b3531y), gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot#:d4b3531y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy procedure, while anastomosing the gastrointestinal tract, the p urse-string suture was passed through the tubular stapler, and the suture broke. This caused bleeding and stenosis of the anastomosis. A new package of suture was unpacked and to manually reinforce the anastomosis. It was noted the procedure time was extended within 30 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 (fdm) correction: h6 (device was discarded) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two needles and one suture were observed in the image provided. One of the needle was observed to be detached from the body of the suture and bent. Upon inspection of the suture attachment point of the detached needle, suture material was observed to be present at the swage indicating the suture broke at the swage. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.